Event description:
While fitting a (B)(6) old female pt, a pt svc rep contacted zoll customer support to report a problem with a battery and battery charger. The pt was issued a replacement battery charger and battery pack.

Manufacturer narrative:
Date received by MFR: battery pack: 11/15/2011. Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the charger was experiencing battery charger faults. The faults were caused by thermal damage to q1, the current controlling component of the battery charger. The source of the thermal damage could not be determined. No adverse event resulted from the damaged q1 component. The pt received a replacement battery charger. Device eval of battery pack sn (B)(4) is currently underway. The reported problem (problem with battery on charger) has been confirmed. As received, the battery was non-functional. The battery has a low output voltage of 1.96 v. The root cause of the low output voltage is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery. The pt received a replacement battery pack. Device manufacture date: battery pack: 10/01/2011.